Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. As the supplies in use had been changed prior to contacting tandem technical support (cts), cts was unable to perform a system check to determine a possible cause of the occlusion. The customer stated that they only use their abdomen area for their infusion set sites, cts recommended the customer to rotate their infusion set sites and to avoid scar tissue.